Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4). (B)(6). (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during setup, the shunt sensor leaked. It is unk at this time whether this was a buffer leak or a leak from the thermowell. Terumo is conservatively reporting this event due to the unk info. No pt involvement as this occurred during setup. Product was changed out. Procedure was completed successfully without delay.